Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarms. Customer was not able to clear the error and advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint call that might of trigger the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130, 43 or 23 alarms noted during testing. However, using adapt tool during download history review pump error 130 on 02/05/2025 23:29:22.000, 02/05/2025 23:30:26.000, 02/05/2025 23:36:03.000 and on 02/06/2025 07:42:06.000. Pump error 43 was also recorded on 02/05/2025 20:44:00.000, 02/05/2025 23:27:00.000, 02/05/2025. 23:28:02.000, 02/05/2025 23:28:39.000, 02/05/2025 23:29:18.000, 02/05/2025 23:30:22.000, 02/05/2025. 23:31:37.000, 02/05/2025 23:33:32.000, 02/05/2025 23:34:57.000, 02/05/2025 23:37:05.000, 02/06/2025. 07:36:30.000, 02/06/2025 07:42:01.000 and on 02/06/2025 07:57:45.000. Pump error 23 was also recorded on 02/06/2025 00:06:56.000hours. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. During deconstructive analysis. Corroded motor home switch was noted during visual inspection causing an intermittent electrical short. In conclusion no pump error alarm 130, 43 or 23 alarms noted during testing. However, during reconstructive analysis corroded motor home switch was noted. Isolated to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.